Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that in 2011 a plate was implanted with six screws to get a straight leg position. Afterwards the patient still had a lot of pain; so the patient had a revision surgery on (B)(6) 2013. During this second surgery they found out that all screws were broken. This report is for six unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date of event: unknown. This report is for 6 unknown screws/unknown lot. Implant date: unknown date, unknown month 2011. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.